Event description:
It was reported that a malfunction alarm occurred with code malf 0 ¿ 0x277d. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump, assisted the customer with the reset, and the malfunction did not recur afterward.